Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room due to a fall. The patient's heart rate was in the thirties. The right ventricular lead exhibited high impedance. The lead was capped and replaced.